Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an elevation, st segment. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. By the end of the procedure, after the farawave pulse field ablation catheter was withdrawn, a st elevation was observed. No visible air and no leak was observed with this sheath. The condition resolved on its own within two minutes, no additional intervention was required, and the patient was fully recovered from this event. The sheath is not expected to return for analysis as it was disposed after the procedure.